Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon said that after the scrub nurse opened and loaded the device with a blue reload, before the surgeon inserted to the patient via the trocar. The surgeon tried to articulate the joint with the articulation lever, but found that the cutter failed to articulate the right hand side. Therefore, the surgeon changed to another device and the problem was solved. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received without reload present. The device was tested for functionality with a test reload on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.